Manufacturer narrative:
Customer was instructed that the nitrite pad is sensitive to gram negative bacteria. It is possible that the bacteria are gram positive hence the result was negative on the status unit. Customer was reminded to wipe the test table and insert clean. Customer has not had any other issues to report. Instrument is operational.

Event description:
Customer reported false negative nitrite result on the analyzer. There was no report of injury due to this event.